Event description:
A malfunction was reported on the pump, and the caller indicated that no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The company provided a replacement pump, and the customer planned to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.